Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration.structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including congenital tricuspid valve abnormality (ebstein's anomaly). Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 45-year-old patient with a 7300tfx29 valve implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of one (1) year and five (5) months due to degeneration. The patient also showed severe regurgitation, stenosis and thrombosis. The patient presented with lethargy. A 29mm transcatheter valve was implanted within the surgical device. The patient was noted as to be discharged home the following day.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 45 year old patient with a 7300tfx29 valve implanted in tricuspid position was showing signs of severe regurgitation and stenosis after an implant duration of approximately 1 year and 5 months.